Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 95% stenosed with long target lesion was located in the left anterior descending artery (lad) and obtuse marginal (om 1) 90% stenosis. Following pre-dilatation with a 2.0 x20mm non-boston scientific balloon catheter, a 38mm x 3.00mm promus elite drug-eluting stent (des) was deployed in the lad; however, a distal edge dissection was observed. A 16mm x 3.00mm promus elite des was deployed to cover the dissection. A 16mm x 2.5mm promus elite was then deployed in the om 1 and the procedure was completed. The patient condition was stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 95% stenosed with long target lesion was located in the left anterior descending artery (lad) and obtuse marginal (om 1) 90% stenosis. Following pre-dilatation with a 2.0 x20mm non-boston scientific balloon catheter, a 38mm x 3.00mm promus elite drug-eluting stent (des) was deployed in the lad; however, a distal edge dissection was observed. A 16mm x 3.00mm promus elite des was deployed to cover the dissection. A 16mm x 2.5mm promus elite was then deployed in the om 1 and the procedure was completed. The patient condition was stable post-procedure. It was further reported that the target lesion was non-tortuous and mildly calcified. The stent was fully deployed at 12 atmospheres with no issues, and the dissection was also further described as flow limiting.